Event description:
A high risk percutaneous coronary intervention (pci) procedure was performed with impella support in the cardiac cath lab. The patient arrived in cardiac care unit and was noted to be bleeding from the femoral sheath site. The patient was administered protamine for heparin reversal. A stitch was placed in the patient's thigh. Hemostasis was not achieved. Manual pressure seemed to accelerate bleeding so the decision made to remove all devices from patient's groin.